Event description:
It was reported that alerts had been generated for out-of-range pacing impedance and intrinsic amplitude measurements for this right ventricular (rv) lead. An automatic lead safety switch from bipolar to unipolar mode occurred due to a pacing impedance measurement less than 200 ohms. Stored episodes of non-sustained ventricular tachycardia (nsvt) showed oversensing of noise which resulted in pacing inhibition with no native conduction at times. A boston scientific technical services consultant confirmed the events did not result in greater than two seconds of asystole for this patient. Further evaluation of this rv lead was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.